Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
The biopsy forceps would not bite and cut the tissue, when pulling back on the tissue was not able to pull the tissue away. A new bigopsy was opened and worked immediately.

Manufacturer narrative:
Device evaluation the blb-024115 devices of lot number c1868235 involved in this complaint was not returned for evaluation, a document based investigation was carried out document review prior to distribution blb-024115 devices are subjected to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. An nc code (gen-065) (product failed angulation test) was noted for 1 device on the work order, however these parts were subsequently reworked and re-tested and would not have contributed to this complaint issue. It should be noted that the instructions for use (ifu0034-8) states the following: ¿after the handle is attached, ensure the operation of the biopsy cups before surgical introduction. Biopsy cups default to the closed position. To open the biopsy cups pull the finger spool towards the thumb ring. To close, push the finger spool forward. Note: biopsy cups need to be in the closed position before surgical introduction.¿ "visually inspect the product to ensure no damage is occurred. If the package is opened or damaged when received, do not use. If abnormality is detected that would prohibit working condition, do not use". There is not sufficient evidence to suggest that the user did not follow the IFU. Root cause review a definitive root cause could not be determined from the available information. Possible root causes may be attributed to the device being kinked during the transportation from the hospital to the complaint facility. Another possible root cause may be attributed to the user technique summary the complaint is confirmed based on customer testimony. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
A follow up report is being submitted due to the completion of the report on the (B)(6)2023.